Event description:
While using a byte night aligner, patient reported that their bottom teeth are still not straight and now they have a gap. They feel their bite is off.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.